Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the customer had been in a car accident and the pump fell and smashed against something. Although there were no visible cracks or damage to the touch screen, the contact alleged that there could be internal damage underneath the screen. The customer's blood glucose level was 174 mg/dl. Customer reverted to manual injections for insulin therapy.